Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The evaluation identified balloon damage.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the procedure, the patient felt a burning sensation during the first thirty seconds of therapy. The temperature went up very quickly and then a sudden spike in pressure was noted when the patient complained of the burning sensation. The physician removed the catheter and noted that fluid was coming out from two sides of the balloon. It appeared that the side of the balloon touched the heating element and was burned. Fifteen cc of fluid was instilled into the balloon and less than five cc were extracted. The procedure was completed with another like device. The patient did not require any treatment and no patient burn or injury occurred. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.